Event description:
It was reported via legal documentation that approximately 103 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loosening of tibial component, pain and swelling, bone loss, and femoral component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2024-01502 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01502. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.